Event description:
It was reported that during an unspecified procedure, the core of the amplatz ss guide wire separated. The area being treated was a pancreatic cyst. Following advancement of the amplatz ss guide wire, the drainage device was advanced. The physician then tried to remove the amplatz guidewire, however, he "felt significant resistance". The physician tried removing the guide wire by retracting and advancing the drainage device however this was not possible. The physician "had to bring up severe force" to remove the guide wire. Upon removal the core of the wire was found to have broken, but the coating of the wire held it together. The procedure was completed with this device, and no patient complications were reported. Patient status was reported as 'okay'.